Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this unknown right ventricular (rv) lead exhibited low out-of-range pace impedance measurements, measuring less than 200 ohms. Additionally, noise was detected on the rv channel. Technical services (ts) reviewed device data and discussed troubleshooting efforts with the field. No adverse patient effects were reported. At this time, the ICD and rv lead remain implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this unknown right ventricular (rv) lead exhibited low out-of-range pace impedance measurements, measuring less than 200 ohms. Additionally, noise was detected on the rv channel. Technical services (ts) reviewed device data and discussed troubleshooting efforts with the field. No adverse patient effects were reported. At this time, the ICD and rv lead remain implanted and in service.